Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream (B)(4). In 1999, the patient used super poligrip (formulation unknown) at unknown dosing. At an unknown time after using super poligrip (formulation unknown), the patient experienced neuropathy, seizure disorder, zinc toxicity, nerve damage, and injury. This case was assessed as medically serious by gsk. Treatment with super poligrip (formulation unknown) was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "zinc toxicity and extensive nerve damage resulting in neuropathy and seizure disorder." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." The patient's injuries and damages were considered permanent and would continue into the future.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).